Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test, and sensor failed test. There was a bent cannula, but it is not confirmed the customer received sensor in said condition due to the customer returning it opened/used.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 163 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer states their threshold suspend limit is set at 60. He called previously and the sensor glucose vs blood glucose was already explained to him. He declined to troubleshoot for the sensor glucose vs blood glucose. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor was returned for analysis.